Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump experienced a motor alarm. The patient's blood glucose level is 155mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. No motor error alarms were noted. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, and a scratched reservoir tube window.